Event description:
It was reported that during a pta treatment procedure to dilate an in-stent restenosis in the right subclavian and cephalic vein, the balloon ruptured. Using a brachial approach, the physician attempted to dilate a restenosis in a previously placed symphony stent. Using a leveen inflation device, the balloon was inflated to unknown atm, when it ruptured circumferentially on the first inflation. The physician unsuccessfully attempted to remove the balloon fragment through the brachial introducer sheath. A 9fr femoral sheath was then inserted and using a lasso catheter, the balloon fragment was removed. During this removal procedure the shaft of the balloon catheter tore off at the proximal end. The shaft remained in the vessel and the pt was taken to surgery where a thoracotomy was performed to remove the shaft. The pt status is reported as 'ok' following surgery.